Event description:
During a meniscus repair procedure using a fast-fix 360 curved ndl delivery sys, it was reported that both implants (t1, t2) deployed at the same time. After the implantation of t1, t2 simultaneously pulled from the needle. This failure mode occurred with 3 devices in the same surgery. Due to the failure of the devices, the surgeon performed a meniscectomy to complete the case. There was a procedure delay of approximately fifteen minutes. The patient¿s condition was reported as okay post-procedure.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product lot during manufacture. (B)(4).